Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heart start mrx defibrillator was charged to use the internal paddles during pt use. The pt converted. When attempting to dump the charge using the disarm button, it did not work. There was no negative pt impact.